Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device was double beeping. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The problem was confirmed, and it was discovered the downstream occlusion sensor (dso) and upstream occlusion sensor (uso) damaged, so it were replaced with a new ones. All performance verification tests (pvt) tests were performed and passed satisfactorily. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.